Event description:
Doctor reported fitting a patient in oasys trial product in 2006. Doctor reported the patient did not return for follow up visit and did not purchase any product from the doctor's account. Doctor stated that the patient's parent contacted him in july to report that the patient was diagnosed with a pseudomonas infection in one eye that required the enucleation of the eye. Requested to obtain further information. Doctor reported that no further information was available.

Manufacturer narrative:
Device labeling for single use or reuse.